Manufacturer narrative:
Product analysis (B)(4) :analysis information -- 2025-12-17 08:25:43 cst pli# 10 product ID# 977a260 h3: analysis of 977a260 (B)(6) revealed conducts #3-5 were broken approximately 2.4 cm from the proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis not yet completed; once analysis has been conducted a follow up regulatory report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Ins is new and implanted nothing was wrong with that.

Manufacturer narrative:
Continuation of d10: product ID neu_ins_stimulator product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead, which was never implanted, exhibited high impedance and bad connections prior to use. Impedance measurement was conducted, revealing a value of 40000. The high impedance was observed on the day of surgery, and no stimulation issues were reported as a result of this issue. Troubleshooting was performed by changing out the lead. The issue was resolved. No patient complications have been reported as a result of this event.